Event description:
Pt augmented with 420 cc saline implants 1984 in sub glandular position - now pt wants to be smaller from d to c cups. Breasts are painful with ptosis. Pt underwent removal of bil saline implants. Augmented with 325 cc implants in submuscular position. Also had bilateral mastopexy - implants were intact on removal. No problems with implants at all. Pt just wanted to be smaller.